Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer's family member reported following an intraocular lens (iol) implant procedure, she experienced blurred vision. The cylinder power increased from -0.75 or -1.00 to -2.25 or-2.50. Additional information was obtained from the reporter that the doctor advised to keep follow up appointment. Additional information provided by the reporter that a second operation was performed to adjust the implanted intraocular lens. The blurred vision has improved.